Event description:
The iab was inserted into the patient on 1/9/1998 at 11:42 a.m. And removed on 1/10/1998 at 11:20 a.m. The iab did not malfunction. The patient had thrombocytopenia. (Event complications: the patient had thrombocytopenia -) reported 2/6/1998. (Pt's current status: discharged-rpt'd 2/6/1998.)